Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient experienced a hyperglycemic event and was treated at an emergency room on (B)(6) 2016. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of nausea, chest pain, and abdominal pain. The reporter stated that while at the hospital, the patient was treated with insulin via injection and other unspecified treatments. During troubleshooting with a customer technical support representative, the reporter alleged that the pump had shorter than expected battery life and that the battery compartment was cracked. The reporter was unable to complete troubleshooting at the time of the call and animas has attempted to get in contact with the reporter without success. There was no indication by the reporter that the pump had lost power as a result of the alleged issue. The reporter stated that the patient did remain on the pump following the event. This complaint is being reported based on the allegation that the pump had shorter than expected battery life with damage that contributed to the patient experiencing a hyperglycemic event that required treatment at an emergency room.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2016 with the following findings: the pump was returned with a battery compartment crack on the side from the threads to the cover. The black box for the event date was not available due to continued pump use. The pump¿s current draws measured within specifications. The alleged battery life issue could not be duplicated during the investigation. The pump¿s black box showed evidence of partially charged batteries installed after event date on (B)(6) 2016 at 09:47 resulting in a low battery alarm. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. There was no evidence of internal moisture or loose components identified inside the pump. (B)(4).